Event description:
Additional information received from the reporter on 02/13/2026 for report number mw5181849. On (B)(6) 2025 in operating room 7 at approximately 14:50 a robotic instrument was stuck in arm 1 while docked into the patient. After the robotic portion of the laparoscopic appendectomy was complete, dr. (B)(6) requested for robot to be undocked by surgical tech (B)(6). As mr. (B)(6) tried to remove the robotic instrument fenestrated bipolar forceps 8mm from arm 1 of the davinci robot sk0660 an error message popped up on the screen stating instrument was still engaged and was unable to be removed. Mr. (B)(6) requested I ((B)(6) rn circulator) open the emergency davinci robot key to sterile field and tried to insert key into port holes where he knew to try first, but despite those efforts he was unable to remove the instrument. After this I called intuitive davinci emergency line the representative was able to tell mr. (B)(6) another way to use the key and that did work and released the instrument. This did not cause any harm to the patient and only delayed closing of surgical incisions by less than 10 minutes. The intuitive representative asked that I have a pqdr submitted and send the instrument back to manufacture.

Event description:
Robotic instrument fenestrated bipolar forceps 8mm unable to disengage and remove from robot. Error message "instrument still engaged, unable to remove" use of emergency key and assistance over the phone with davinci representative used to release instrument. No harm to patient or staff resulted.